Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25508. It was reported that the patient presented in clinic. Review of stored electrograms (egm) revealed external noise on the right ventricular lead and pacemaker. No changes or intervention was performed; the patient would continue to be monitored. The patient condition was stable.